Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure near the his with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered complete heart block requiring a pacemaker implantation. One day after the atrial tachycardia (at) procedure the patient had a third-degree av block and required a pacemaker implant. A carto 3 system and smartablate generator were used in the procedure.